Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side partial deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 h6 h11.

Event description:
Healthcare professional further clarified left side "valve had given away" with "the valve looked like it was intact but when filled the implant was leaking along the plug". Med. Safety deemed event loss of failure to bond.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d4, h6.

Event description:
Healthcare professional reported left side partial deflation. Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Explanting physician reported left side partial deflation. Healthcare professional later reported "valve had given away, hole in valve and valve delaminated form shell". The device has been explanted.